Event description:
The patient underwent a full replacement and it was noted that the reason was high impedance. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The explanted generator was received for analysis. Product analysis for the was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator.